Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad cover was torn from the contrast button to the down arrow button. The up arrow and contrast button contacts were found to be missing. The keypad was removed and contamination was found under all of the button key contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was evidence contamination under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.